Event description:
It was reported that the burr became stuck in the lesion. A rotalink advancer w/tubular drive shaft was selected for use. During the procedure, it was noted that the burr became stuck. The physician urgently cut off the burr and the procedure was completed with another of the same device. The patient was stable following the procedure.

Manufacturer narrative:
E.1.: initial reporter address 1 and phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. A rotalink advancer w/tubular drive shaft was selected for use. During the procedure, it was noted that the burr got stuck, which was a critical situation. The physician urgently cut off the burr. The procedure was completed with another of the same device. No complications were reported and the patient was stable following the procedure. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The device stalled prior to the 1.5 mm burr becoming stuck. There was no significant resistance between the burr and the rotawire.